Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead conductor fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This regulatory report was inadvertently submitted as it is a duplicate of the complaint submitted under mfg report number 2182208000-2010-00292 on (B)(4) 2010. Respectfully, this regulatory report is being redacted accordingly.